Event description:
It is reported that the pt was revised due to tibial loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Medical products: mis tib plt prct, sz 7; p/n: 00595005701, l/n: 60384328. Cr-flex pct fem g-l minus; p/n: 00595001705, l/n: 60533259. Cr art surf ch7-10/blue 10mm; p/n: 90597005010, l/n: 60905080. All poly pat comp 38dia; p/n: 00597206538, l/n: 60887257. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned components (tibial implant, femoral implant, articular surface) noted that they exhibit signs of being implanted. There is bone cement remains on the backside of both the tibial and femoral implants. The superior surface of the tibial implant is stained and scratched. DHR was reviewed and no discrepancies were found. It was determined that the reported event is a known inherent risk associated with the use of the device. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.